Event description:
It was reported during a ptca/stent procedure that while attempting to pressurize stent delivey system, the balloon ruptured below rated burst pressure. Resistance was encountered while removing the stent delivery system through the guiding catheter, contrary to IFU, resulting in separation of the stent from the delivery system. Another balloon catheter was advanced inside the undeployed the stent and it was successfully deployed at the intended site. No patient injury was reported.